Event description:
It was reported that the table top of the apix table would not float due to faulty control console. Customer order control console. No pt injury reported.

Manufacturer narrative:
A ge rep will assist the customer in getting a replacement control console. No sys evaluation was completed, since customer has the console on order.